Manufacturer narrative:
Complaint is confirmed. Upon visual inspection, it was noted that the tip of the returned screw was broken. The broken pieces were not returned for investigation. The method used to prepare the bone as well as the bone quality encountered were not provided. The most likely cause can be attributed to the use of prying/leveraging the screw during insertion.

Manufacturer narrative:
The contribution of the device to the reported event has not yet been determined as the device has not been returned for evaluation at this time. A follow-up report will be submitted, including a most likely cause if a root cause can not be determined.

Event description:
It was reported that during a shoulder surgery the anchor broke inside the patient. The broken pieces were retrieved from patient. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.